Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use at an estimated distance of about 2-3 meters and with the fan directed opposite to the patient. In addition, livanova learned that customer follows the IFU¿s indication except for the h2o2 check. Reportedly the device is always in the operating theater and customer doesn¿t want to do the verification in the sterile room. As per cp-IFU-16-xx-xx, h2o2 level must be checked daily and the customer practice is not in accordance with the instruction for use. This deviation may have led/contributed to the reported contamination.